Event description:
The hospital reported that during a femur fracture procedure, the surgeon was using the sliding mechanism for the collinear reduction clamp and the handle broke. All pieces were retrieved and the procedure was completed. There was no adverse effect on the patient.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. A visual inspection was performed showing that the handle was broken. The exact cause could not be determined. Synthes is submitting this report as a result of remediation activities related to a FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.